Event description:
Fascial dehiscence with eviscertation. Pt underwent right colectomy for anal gi bleeding in 2000. On sheet of seprafilm was placed between the fascia and above the omentum. In mid year of 2000, the pt required surgery to repair a fascial dehiscence with complete evisceration. The reporting physician felt the event was probably related to the use of seprafilm. The pt was reported to have recovered without sequelae.